Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer's continuous glucose monitor displayed "high." For the blood glucose level. The customer treated the elevated blood glucose with a correction bolus via the pump. The customer also changed pump supplies and then resumed insulin therapy. No further assistance was needed, and the case was closed by technical support.